Event description:
Device was prepared using manufacturer's guidelines and the surgeon noted the machine signaled catheter error. The surgeon inspected the balloon and no leaks were noted. The surgeon elected to proceed with a different device which worked without difficulty. It is unknown if the second device is of the same or different lot number.